Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarm noted. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the customer was receiving no delivery alarms all the time on the insulin pump. Customer was wearing the pump and her blood glucose level was 477 mg/dl. Customer took insulin and now her blood glucose is 431 mg/dl. Caller stated that the tubing is not bent or kinked. Caller does not want to troubleshoot for the recurring alarms. Caller was advised that the pump will need to be replaced. Caller was advised to have the customer revert to a back-up plan.